Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics contained foreign matter. The following information was provided by the initial reporter: "on (B)(6) 2020, the nurse was going to give the patient a subcutaneous injection, and it was found that there was dirt when drawing the liquid."

Manufacturer narrative:
The following field is corrected: g.4 date received by manufacturer: corrected the date the for the device evaluation supplemental MDR, follow up #1 to 2020-12-18.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics contained foreign matter. The following information was provided by the initial reporter: "on (B)(6), 2020, the nurse was going to give the patient a subcutaneous injection, and it was found that there was dirt when drawing the liquid."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics contained foreign matter. The following information was provided by the initial reporter: "on (B)(6) 2020, the nurse was going to give the patient a subcutaneous injection, and it was found that there was dirt when drawing the liquid."